Event description:
The patient's mother contacted animas alleging that the subject pump would not power on. The reporter informed customer support was on a cruise and therefore the subject pump was not available for review. At the time of troubleshooting, the reporter claimed the patient replaced the pump's battery; however, the power issue remained unresolved. The reporter was unable to confirm if there was any visible damage to the pump casing or battery cap. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: visual inspection revealed that the bolus button cover is punctured. A bolus button leak was observed during leak testing. Testing could not be adequately completed, as the pump would not power on. There was evidence of moisture damage observed on the pcb.